Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that there was a kink in the tubing on 2 of the drainage bags. It was noted that the patient had been using the product for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "incorrect assembly operation of tube coiling (incorrect assembly)" the lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bard is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a kink in the tubing on 2 of the drainage bags. It was noted that the patient had been using the product for more than 90 days.